Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and found out that the edge of the stent struts were deformed. The procedure was completed with non-bsc device. No patient serious injury nor complications were reported.